Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During preparation for the procedure, an abnormality was reported in the valve. The product was replaced. The problem was resolved and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received. There was a hemostatic valve failure. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient, air was introduced into the hemostatic valve when negative pressure was applied for the preparation. The hemostatic valve itself was not broken. The issue was observed at the hemostatic valve. Air was introduced into the hemostatic valve when negative pressure was applied for the preparation. The sheath was being used on the patient. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. There was no patient consequence. It did not require treatment. No blood return observed. The complaint carto vizigo¿ 8.5f bi-directional guiding sheath - small was exchanged to a new one before the needle product was used for the transseptal puncture. The bwi product analysis lab received the device for evaluation on 04-jul-2023. The device evaluation was completed on 10-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. Neither leak nor air aspiration was observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air flowed back into the side port issue occurred. During preparation for the procedure, an abnormality was reported in the valve. The product was replaced. The problem was resolved and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received. There was a hemostatic valve failure. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient, air was introduced into the hemostatic valve when negative pressure was applied for the preparation. The hemostatic valve itself was not broken. The issue was observed at the hemostatic valve. Air was introduced into the hemostatic valve when negative pressure was applied for the preparation. The sheath was being used on the patient. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. No picture provided. Air did not enter the patient¿s body. There was no patient consequence. It did not require treatment. No blood return observed. The complaint carto vizigo¿ 8.5f bi-directional guiding sheath - small was exchanged to a new one before the needle product was used for the transseptal puncture. The event was assessed as MDR reportable for air flows back into the side port issue.